Event description:
The device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4; a6; b5; d6b; h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported an ¿increased radial folds and anteroposterior diameter of the right breast implant¿, "small amount of anechoic, homogenous fluid, peri-implanted" and ¿a finding that suggests the possibility of capsular contracture baker grade unknown". Healthcare professional also reported "implant with heterogeneous anechoic content associated with small echogenic foci may be associated with chemical degeneration." Healthcare professional later reported capsular contracture baker grade iii. Device remains implanted.

Event description:
Healthcare professional reported an "increased radial folds and anteroposterior diameter of the right breast implant", "small amount of anechoic, homogenous fluid, peri-implanted" and "a finding that suggests the possibility of capsular contracture baker grade unknown". Device remains implanted.

Manufacturer narrative:
E1: phone number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: crease/folding of implant, seroma, capsular contracture baker grade unknown.

Manufacturer narrative:
Photographic device evaluation : a review of the device through photographs noted the events of seroma and capsular contracture could not be observed as they are physiological complications. The event of crease fold of implant was not observed.

Event description:
Healthcare professional reported an ¿increased radial folds and anteroposterior diameter of the right breast implant¿, "small amount of anechoic, homogenous fluid, peri-implanted" and capsular contracture baker grade iii. The device has been explanted.